Manufacturer narrative:
Root cause: use error per tandem¿s t:slim x2 pump user guide: ¿you tapped stop insulin in the options menu and insulin delivery has been stopped for more than 15 minutes.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 495 mg/dl with a moderate level of ketones. The customer had inadvertently forgot to resume insulin delivery after adjusting the pump settings. A correction bolus was delivered via the pump to address the high bg and the school nurse provided some water to drink. The contact was not sure if there was any injury due to the high bg, but thought that any time a high bg occurs, injury may occur.